Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first successfully installed on (B)(6) 2009 and performed to specification, alongside random manual power ons, up to (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015 and (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs and the measurements taken would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted.